Event description:
The rapid infusion system pump quit working during an operating room case. The back-up battery did not come on. The machine was turned off, waited 5 seconds and turned the machine back on. The machine worked for the remainder of the case.